Event description:
It was reported during remote follow up that the pacemaker had gone into back up mode and device electrograms were missing. Upon in clinic follow up, the device was unable to be interrogated via inductive means. The device was explanted and replaced. The patient was asymptomatic and reported as recovering post procedure.